Event description:
Information received from the patient reported that they had a lot of "issues" with their implantable neurostimulator (ins) such as difficulty recharging. One time the patient met with the manufacturer's representative and there was trouble getting the programmer to communicate with the ins. The representative used the clinician programmer and had issues communicating and programming the ins. The patient had to stand up with the programmer directly over the ins while the representative had to push very hard to get the patient programmer to communicate. The programmer showed the stimulation was on. They had the ability to change the stimulation. The patient stated originally that it was turned off but they did turn it back on to troubleshoot. They were able to synchronize with the ins but when they navigated to program a and attempted to select it the screen reverts back to program c. The patient then all of a sudden was playing around with the programmer during troubleshooting and all of the programs were back. They were then able to select program a but all of the stimulation settings went up really high on every program. The patient was able to change programs and was currently on program b. It was noted that the adaptive stimulation was not turned on. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.